Event description:
According to sorin, this lead was extracted due to an impedance of over 3000 ohms and returned for analysis. There were no adverse patient effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed cuttings in the insulation which resulted most likely from the explant procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.